Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system full height drawer 5 had failed. A field service engineer (fse) identified that pockets c1 and c3 were not detected on the bus. Shut down the station, and the drawer was removed from the main station chassis. The fse inspected the rear components of the drawer and reseated all cable connections. Inside the drawer, loose medications were cleared from between the pockets and off the row boards. The side cover was removed, and all row board cable connections were checked for proper contact. After reassembling the drawer and reinstalling it into the chassis, the pixie bus cable was reconnected, and the station was restarted. The fse logged into support mode and used the hardware testing application to test the previously failed pockets. Both pockets passed lid open and release tests successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was failed to open. The customer reported there was a delay in dispensing medications to the patient and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.